Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unspecified device and was administered glucose by third-party. Customer subsequently experienced tiredness and drowsiness and the sensor still provided low values. Paramedics were called and upon their arrival, the customer was treated with unspecified ¿drops for high blood pressure just under the tongue¿ and glucose via intravenous infusion based on the low sensor scan results. The customer was transported to a hospital and upon arrival, a laboratory blood glucose result of 1500 mg/dl was obtained and customer was diagnosed with diabetic ketoacidosis (dka). No additional details regarding treatment were provided and customer was hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unspecified device and was administered glucose by third-party. Customer subsequently experienced tiredness and drowsiness and the sensor still provided low values. Paramedics were called and upon their arrival, the customer was treated with unspecified ¿drops for high blood pressure just under the tongue¿ and glucose via intravenous infusion based on the low sensor scan results. The customer was transported to a hospital and upon arrival, a laboratory blood glucose result of 1500 mg/dl was obtained and customer was diagnosed with diabetic ketoacidosis (dka). No additional details regarding treatment were provided and customer was hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section(s) updated as follows: h10-updated investigation information to reflect freestyle libre sensor and freestyle libre sensor kit investigation.